Manufacturer narrative:
Device (B)(4) device displays error message, patient (B)(4) no consequences or impact to patient an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Field service replaced the electrovalve at the sampling gate and realigned the sample probe and antenna. The current complaint describes a sample presentation error on the aps but no other complaints were found describing the scenario in the current complaint that the first sample was tested twice. System logs were not available for review to confirm the scenario. No adverse trends were identified with respect to sample presentation errors and no issues were identified with the valve requiring further investigation. Current labeling adequately describes corrective actions for these errors. Although the scenario described in the complaint involving the first sample being tested twice has not been reported previously, the system recognized an issue with the expected sampling protocol and generated a sample presentation and sample queue error for the affected samples. The customer was aware of the issue and did not report the initial results. A malfunction was identified as field service replaced a faulty electrovalve controlling the sampling gate and realigned the sample probe and antenna. Based on the available information, a deficiency was not identified.

Event description:
The customer stated that a patient sample was sampled on the accelerator aps system interface module and then should have advanced past the gate, but did not for some reason. The same sample was then sampled again, but was given the ID of the sample located behind it. The incorrect results for the second sample ID were caught by the laboratory because they were not similar to the patient's historical results. No incorrect results were reported out of the laboratory. Both samples were resampled and correct results were reported. No impact to patient management was reported.